Event description:
It was reported that during a laparoscopic sigma procedure, the device cut but did not form the staples properly. The case was completed with a similar device with no pt consequence.